Event description:
Customer's wife called to report a hospitalization due to high blood glucose. Caller stated that the paramedics were called and customer was transported to hospital. Diagnosed diabetic ketoacidosis. Customer was in critical care unit for one month. Customer had heart attacks during the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.